Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with low blood glucose of 24mg/dl, and she was treated with an insulin drip and antibiotics. It was stated that the customer was found unresponsive. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.